Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: 03/08/23-qa: sk. Edv dsp/if/ic/scan board open interface pcb assemble on the g-123 pump was burnt and corroded and damaged which was also leading to no operation. Damaged electrical contact in the handpiece cable receptacle needed a new wire harness for the g-123pump. Pump filter was clogged and dirty with debris. No problem found in the g124 unit itself, found no leaks and no damage to the unit itself. Replaced damaged/worn components and recalibrated unit to factory specs. No water hose, power cord received for evaluation.

Event description:
Upgraded to serious per repair notes: in this event it is reported that g123 cavitron select w/reservoir overheated during use. It was found during repair that the unit had multiple issues including burnt/corroded pump, clogged filter, and damaged electrical contact in the handpiece. No injury occurred.